Event description:
Upon conclusion of a knee replacement, surgeon has expressed concern that the cement on the tibial side had interdigitated with patient bone but not the tibial implant. The surgeon is concerned that this might potentially cause movement but was satisfied enough to carry on and close the patient. Photo of the implant and cement and product details tba.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product is sold in the us under a different product code; therefore, there is no 510k number.